Manufacturer narrative:
The user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation the evo-fc-r-20-25-12-e device of lot number c1623193 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the instruction for use (ifu0067), the intended use is listed as follows ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿ while the complaint device was used for erosion and clots. This is a contradiction of the intended use, as it was not used to maintain luminal patency and is therefore abnormal use. It should also be noted that the instructions for use lists ¿reocclusion¿ and "obstruction" as a potential adverse event. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. From the information available, the evo-fc-r-20-25-12-e device was not used to maintain luminal patency but instead was used for erosion and clots. The user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial report, 14 days post procedure the stent had organic content inside, no treatment was required and the site determined that the event was not related to the study device or procedure. Investigation findings conclude that a definitive root cause of abnormal use was determined, and the stent was endoscopically removed as per the available information.

Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2020 date of first implant for benign esophagus with discontinuity of imprecise limits with adhered clots and longitudinal erosion. Proximal end was in middle esophagus and disal end was in middle esophagus. Gastrointestinal esophageal ulceration in middle third of the esophagus. No treatment. The site determined the event to not be related to the study device or procedure, due to supine position of the patient. 14 days post procedure stent with abundant organic content of food, mucus, etc. Inside. No treatment. The site determined the event to not be related to the study device or procedure, due to remains of small bleeding that are remitting. The ulceration event status at time of study exit was not documented. The stent with abundant content event was noted as resolved (patient recovered/stabilized). The patient exited the study after medical review through the required time frame, which was noted as 30 days post-endoscopic stent removal. There is nothing in the database to indicate stent removal, but this cannot be queried.